Event description:
The customer reported that the 12 lead was not reading properly. There was no negative patient impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.